Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked case on the reservoir tube.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 399 mg/dl. The customer stated that the insulin pump malfunctioned and she was not responding to the insulin. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer also stated that the insulin pump had a crack on the casing. Advised that the insulin pump would be replaced. Nothing further was reported.